Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer kept receiving a no delivery alarm on the insulin pump. Customer's blood glucose level was 360 mg/dl. Customer's mother wants the pump replaced. Customer is off the pump and is treating with injections now. It was explained that the issue may be due to site, set, or reservoir issues. Customer stated that the tubing is not bent or kinky. Customer is still waiting for different set or cannula lengths to arrive. It was also explained that strain on the tubing at the tubing connector cap may contribute to a no delivery alarm. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.